Manufacturer narrative:
Pc-(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during laparoscopic sleeve gastrectomy on (B)(6) 2018 topical skin adhesive was used. When the surgeon squeezed the ampule to apply the product, the glass poked through the rubber ¿bulb¿ which penetrated the surgeon¿s glove and did not break the skin. Another like device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Dare sent to FDA: 12/5/2018. Additional evaluation summary: the actual product was returned for evaluation. Visual evaluation shows a crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The IFU for the products states: ¿do not crush the contents of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens."